Event description:
During an in-clinic follow-up, the device presented in backup mode (bvvi) due to unknown external interference. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.